Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 11/4/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half and a haptic detached, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown, not provided. (B)(4). Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis eyhance intraocular lens (iol) was explanted from the patient's left eye because the surgeon believes the lens power is not correct. It was indicated that the symptoms were noticed immediately following the surgery ((B)(6) 2021) and that at one week, the patient still had corneal edema. The surgeon also reported that the patient has resting tremor and floppy iris. The replacement lens used was a diu300, 25 diopter. No further information was provided.